Manufacturer narrative:
Inspected two opened/used reservoirs, snap-cap and septum for anomalies and none were found. Occlusion test was performed per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer stated that this happens just about every time they try to change the set. Troubleshooting was performed and insulin exited the tubing after customer manually pushed the plunger. Customer ran fill tubing and received a no delivery alarm. Customer stated that they have another reservoir for testing. Customer was advised to try another reservoir for testing. Customer stated that the pump did not alarm no delivery with the manual prime. Customer was advised to return the reservoir. Customer was advised that changing the reservoir resolved the issue. Infusion sets will be replaced. Customer was able to prime. No additional information provided.